Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was not displayed dots on the graph for over five hours even though the patient was getting readings. No additional event or patient information is available.